Event description:
A customer contacted beckman coulter (bec) reporting less than 2 mls of clenz leaked from the coulter hmx autoloader analyzer (115v) onto the counter. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and protective eyewear at the time of the occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse found the tubing at pinch valve - pv 43 (ff222) disconnected. The fse replaced the tubing which resolved the leak. The leakage damaged several solenoids (34, 54, 55, 56, 57, 58, and 59). The fse replaced the damaged solenoids in the differential mixing area. Service activity performed was verified to meet the specified requirements per established procedures. Results meet published performance specifications. System validation documented in customer quality control (qc) record. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).